Manufacturer narrative:
On (B)(6) 2019, the device evaluation was closed, however, it was erroneously omitted to be reported. The actual device evaluation is: during visual evaluation of the sample, it was observed a crease and a tear measuring approximately 2 cm in the anterior view. Microscopic examination of the edges of the tear revealed parallel striations. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device. By the other hand, the striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. On (B)(6) 2020, mentor became aware that the date of implantation was reported incorrectly. The actual date of implantation was (B)(6) 2003. In addition, the device was erroneously reported as discarded in the initial report, however, the device was received on (B)(6) 2019 as was previously reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The implants were 425cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with unspecified saline mentor breast implants and experienced symptomatic bilateral deflation. As a result, the patient had undergone removal and replacement with mentor memorygel breast implants 500cc on (B)(6) 2019. This medwatch is for the right breast implant.